Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2016 stating that the patient reported "minimal to no pain relief" since implant. Troubleshooting efforts included numerous reprogramming sessions that were without success. An action taken to resolve the lack of pain relief was in intrathecal pain pump trial, resulting in 50% pain relief. The cause of the stimulator never helping the patient's pain was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device was removed on (B)(6) 2016. They weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that the entire system was removed because it wasn't working to provide pain relief. The patient realized this in 2013 shortly after implant. They tried turning the ins on and off, but they had too much scar tissue. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer via the manufacturer representative reported that the patient was unable to charge the implantable neurostimulator (ins), and the patient had not charged the ins in over six months. In addition, the patient was not sure if she was getting relief from the ins, and she stopped using it. The patient's pain had worsened over the past several months, and the patient wanted to start using the ins again. In addition, the implantable neurostimulator (ins) was unable to charge due to ins overdischarge. There was no communication when attempting to read the ins using the clinician programmer. A normal recharge session was attempted, but there was no communication. Antenna locate (al) then a normal recharge session was attempted, but there was no communication. It was noted that the patient did not have her implantable neurostimulator recharger(insr) with her at the appointment. No interventions/actions were performed at the initial time of report; an additional appointment was anticipated to attempt physician mode recharge (pmr). At the initial time of the report, the patient's status was alive with no injury. Additional information received from the manufacturer representative reported on (B)(6) 2015 that the appointment for pmr had not yet been scheduled. The manufacturer representative also reported that the lack of therapy from greater than six months ago was the patient's perception of less efficacy. There were no other actions performed or planned as of (B)(6) 2015. Additional information received from the patient's husband later reported that the implantable neurostimulator (ins) became overdischarged about 10 months prior to (B)(6) 2016 ((B)(6) 2015). It was also reported that the patient's ins was currently in overdischarge for the third time, the ins was permanently disabled, and the ins was depleted; the consumer stated that a manufacturer representative was made aware of these issues about 2 months ago ((B)(6) 2016). In addition, the patient was having an MRI of the spine; the MRI was for a different reason and not related to the device/therapy. With the ins in overdischarge and permanently disabled, the patient was not able to use the patient programmer to verify whether the therapy was full body MRI eligible. It was noted that the healthcare professional would have to determine whether the patient was eligible due to lead placement. The patient stated she had stopped charging the ins because the therapy was not helping her; the patient's stimulation did not covered the pain and the stimulation had never covered the pain the way the patient had hoped. It was noted that they were discussing replacing the current leads with paddle leads at the same time as ins replacement. They were also discussing having the patient implanted with a pain pump and removing the ins. Additional information received from the consumer on (B)(6) 2016 reported that the patient had not had the MRI. The patient met with the pain management healthcare professional last thursday ((B)(6) 2016), and they were going to wait on further testing until the patient saw the surgeon on (B)(6) 2016. They will discuss the patient's options. The patient mentioned that she just was not thinking when she stopped charging her ins, and it "never really did the trick covering her pain." Additional information received from the manufacturer representative on (B)(6) 2016 reported that manufacturer representative spoke with the patient on (B)(6) 2016. The manufacturer representative was aware that the patient was not using therapy and potentially in an overdischarged state, however it was never discussed that this was potentially the patient's third overdischarge. Furthermore, the manufacturer representative was unable to confirm the reported overdischarge as the patient did not want to meet to perform an interrogation and possible reset. It was noted that the patient was contemplating targeted drug delivery (tdd) therapy and a revision. In addition, the patient wanted to speak to her healthcare professional before making any decisions. The patient's indications for use included cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.